Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys brahms pct or the elecsys troponin t gen 5 stat assay on a cobas e 601 module. Patient sample 1, tested with elecsys brahms pct on (B)(6) 2023: the sample initially resulted in a brahms pct value of 0.11 ng/ml and repeated as 0.80 ng/ml. Patient sample 2, tested with elecsys troponin t gen 5 stat on (B)(6) 2023: the sample initially resulted in a troponin t stat value of 8.0 ng/l and repeated as 22.41 ng/l. The initial questionable results were reported outside of the laboratory. The brahms pct reagent lot was 63026901 with an expiration date of 31-may-2023. The troponin t gen 5 stat reagent lot was 68811801 with an expiration date of 31-may-2024.

Manufacturer narrative:
The last calibration performed on 25-feb-2023 was acceptable with no alarms. Quality control results on 25-feb-2023 were initially below 2 sd but were acceptable after performing a calibration with a new calibrator. The field service engineer checked the analyzer and found a loose sample probe rotation. The gear pump pressure and the rinse level were too high. He tightened the sample probe and adjusted the gear pump pressure and rinse volumes. The pinch tubing was replaced. Precision testing was performed and passed successfully. The customer ran quality controls which passed successfully. The investigation determined the service actions performed resolved the issue.